Event description:
It was reported that the bag is broken inside the cassette. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing found the sample unit present leak in the ay bag near of the bag edge. Complaint is confirmed. The root cause of the reported issue was found to be manufacturing - the medication bag was damaged by mishandling during place into the housing operation in assembly process and not correctly segregate. Production personnel were notified by the quality engineer on 19-jan-2023 as knowledge of the defect reported by the customer and reinforce the correct handling and segregation of the medication bag in the assembly process. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
B5: additional information (complaint form) received on 28-jul-2022 via email and attached to complaint object: event occurred during pre-test; actual device is available for investigation; there was no patient involvement. H4: correction: device manufacturing date: 13-jan-2022